Event description:
Complainant alleged that during a routine shift check by a clinican, the device was unable to discharge energy, during functional testing at zoll. Co observed an additional fault "defib fault 78". Complainant indicated that there was no patient involvement in the reported malfunction.